Event description:
Additional information: a CT scan demonstrated a 7 centimeter cerebellar bleed with a fluid level suggestive of active hyperacute bleeding. At the time of this CT, the patient's brainstem already appeared dusky compared to the rest of the brain and the patient had ventriculomegaly consistent with hydrocephalus. On neurosurgery's first exam, the patient without any sedation had pinpoint pupils, no corneals, no gag, no cough, no motor exam, and is not overbreathing the ventilator. Although altered mental status could be from hydrocephalus which is reversible, given the CT scan and pinpoint non-reactive pupils, the more likely possibility is from brainstem compression and brainstem infarction. Brainstem infarction is a non-reversible cause of current mental status.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The approximate age of the device was 24 days. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2019. It was reported that the patient expired due to a massive head bleed. The vad coordinator reported that the device functioned as expected and that the device was not explanted.